Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional te's) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open front pulse wire in the trunk cable. The root cause for the open wire was excessive force. Belt is designed to meet the mechanical requirements of iec 60601-1. See (B)(4). No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the therapy electrodes were non-functional.